Event description:
It was reported that the user applied a new libre 3+ sensor, initially received readings, then lost readings overnight and experienced sensor unavailable and sensor error alerts, after which they were advised to replace the sensor and were transferred to the partner organization for further support. Symptoms included no reported clinical effects. Outcomes included no impact reported such as medical intervention or hospitalization. Investigation included a review of the reported alerts and user guidance to replace the continuous glucose monitoring sensor. Investigation of this case revealed a sensor communication or performance failure consistent with a defective or malfunctioning glucose sensor component requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was attributed to device malfunction of the cgm sensor.